Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the follow-up performed on (B)(6) 2015, it was not possible to interrogate the subject device. Indeed, no telemetry could have been established between device and the programmer. The previous follow-up was performed on (B)(6) 2015. The device was replaced and will be returned for analysis.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported that during the follow-up performed on (B)(6) 2015, it was not possible to interrogate the subject device. Indeed, no telemetry could have been established between device and the programmer. The previous follow-up was performed on (b)(46 2015. The device was replaced and will be returned for analysis.

Manufacturer narrative:
.

Event description:
It was reported that during the follow-up performed on (B)(6) 2015, it was not possible to interrogate the subject device. Indeed, no telemetry could have been established between device and the programmer. The previous follow-up was performed on (B)(6) 2015. The device was replaced and will be returned for analysis.

Manufacturer narrative:
Based on the expertise of the returned device, a hardware failure in the inductive antenna of the subject device was suspected.

Event description:
It was reported that during the follow-up performed on (B)(6) 2015, it was not possible to interrogate the subject device. Indeed, no telemetry could have been established between device and the programmer. The previous follow-up was performed on (B)(6) 2015. The device was replaced and will be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the follow-up performed on (B)(6) 2015, it was not possible to interrogate the subject device. Indeed, no telemetry could have been established between device and the programmer. The previous follow-up was performed on (B)(6) 2015. The device was replaced and will be returned for analysis.